Event description:
My daughter had two negative lyme tests (western blot), and so our doctors told us she did not have lyme. We didn't know that the test is highly inaccurate. Finally, after almost six years of illness, she was treated for lyme and was able to get out of bed and go to school again. She missed 8th-12th grade, was mostly home tutored and slept 16-22 hours per day. She was diagnosed with postural orthostatic tachycardia syndrome, but her symptoms continued to worsen. An accurate lyme test could have saved her and our family six years of misery.